Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to scrotal erosion. A full washout was completed, and a tactra device was implanted. No adverse patient effects.